Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, and pacing spikes could not be observed on external monitor. The patient had reportedly undergone radiation therapy. Magnet use resulted in the device emitting tones, and was successful in deactivating the device prior to a surgical procedure. It was reported that this patient was non-compliant with physician follow ups. To date, there have been no reported patient symptoms associated with this clinical observation.